Event description:
Previously (date unk) accessory box was found to be malfunctioning. It was replaced and removed and the maestro ablation unit was put back into service with new accessory box. When unit was in use with the above pt, the unit had a short in the back on the unit where the foot switch connects. The unit continued to ablate without being activated. The unit was disarmed and there was no harm to the pt.